Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen 1500 mcg/ml at an unknown dose. It was reported that the patient experienced intermittent withdrawal symptoms (pain and tingling feeling in legs, intensity changes). A CT scan showed the anchor was in a caudal direction, and there were no visible defects to the system. During pump replacement and anchor relocation on (B)(6) 2020 due to ¿exhausted/ended battery¿, while opening the pocket in the abdomen, it was discovered that the connection coating (proximal part) of the catheter was damaged, and the catheter was twisted. There was also a kink at the level of the defective coating. The abdominal part the catheter was replaced with an 8784 catheter; good liquor flow was observed. The customer discarded the damaged catheter. The issue was resolved. The patient's status was alive - no injury. It was confirmed that only the pump (abdominal) segment of the catheter was replaced with an 8784 catheter, and the spinal segment was left in place. Information regarding the patient¿s weight, medical history, and other medications was unavailable. The lot number of the catheter was unknown. There were no environmental, external or patient factors might have led or contributed to the event. The pump and catheter were implanted in 2013 (no further date available).